Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified, mild tortuous mid left anterior descending artery (mlad) lesion. A 2.50 x20mm rx trek balloon dilatation catheter (bdc) met resistance during advancement due to the anatomy. The bdc ruptured during the first inflation to 8 atmospheres. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.